Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: I will submitting an additional product complaint at some point today. We had another incident with blood leaking at this time. The nurse took some pictures to capture the incident. IV had to be recited and surgery delayed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2312172, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed leakage in the catheter adapter. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection the engineer could not determine a definitive root cause for this issue.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: I will submitting an additional product complaint at some point today. We had another incident with blood leaking at this time. The nurse took some pictures to capture the incident. IV had to be recited and surgery delayed.